Event description:
Related manufacturer report number: 3006705815-2022-15167. It was reported that the patient was experiencing pain at the midline incision. As a result, the patient underwent surgical intervention on (B)(6) 2022 where the incision was washed out with no complications.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.